Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No motor error alarm noted. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump received a motor error alarm during prime process. During troubleshooting, no motor error alarm occurred while priming but it was stated that motor error alarm happened twice in the last 30 days. Nothing further reported.